Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.